Manufacturer narrative:
Reliability analysis inspected 1 random opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications.

Event description:
The customer reported via phone call that they experienced sensor error and change sensor alarm. The customer's blood glucose value was 125 mg/dl. The customer stated that the sensor gave readings way out of the spectrum. The customer also experienced blood glucose of 168 mg/dl and sensor glucose of 66 mg/dl. The product was returned for analysis.